Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a shrill noise and had a communication error code 4 message and autofill failure code 4 after several hours of normal running. The intra-aortic balloon was removed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer's biomedical engineer noted fault code 124 in the logs and fluid/foreign matter contaminated the pneumatic module assembly, cable assembly, micron filters and helium manifold assembly. The biomedical engineer replaced the pneumatic module assembly including the safety disk, cable assembly, micron filters and helium manifold assembly. The repairs began on (B)(6) 2020 and were completed on may 27, 2020. The iabp has been returned to clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a shrill noise and had a communication error code 4 message and autofill failure code 4 after several hours of normal running. The intra-aortic balloon was removed. No patient harm, serious injury or adverse event was reported.